Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties to be related to the patient anatomical conditions. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported the procedure was performed to treat a 90% stenosed lesion in the distal right coronary artery (rca) with heavy tortuosity and moderate calcification. The versaturn guide wire was advanced to the lesion and resistance was noted with the anatomy. The guide wire was successfully used for stenting in the distal rca. The guide wire was going to be removed to be inserted into the side branch. During removal, resistance was again noted with the anatomy. After removal, it was noted that the guide wire tip was bent proximal to the radiopaque maker. It was believed that this occurred due to the tortuous anatomy. The versaturn was no longer used and replaced with a non-abbott guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.